Event description:
While using my CPAP machine I woke up in the middle of the night choking and took off the face mask. I could smell a horrible burning plastic odor. I have been using this machine since (B)(6) 2021 without any problems. When I brought it to the supplier they replaced it with the same model. 2 days after the incident I developed bronchitis. I was treated at an outpatient urgent care and took two weeks to recover.